Event description:
It was reported by service report that the bed's power is on and off intermittently. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: loose power prong.